Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 607 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer also reported that keypad was less responsive, rewind was slower and making grinding noises. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device communicated properly with the glucose sensor simulator and the minilink transmitter. The test value of 135 mg/dl was properly displayed on the pump sensor graph screen. No insulin pump and sensor transmitter communication anomaly, calibration anomaly or cal error alarm noted. No drive or motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd board was found locked properly. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).